Event description:
A consumer reported following intraocular lens (iol) implant surgery he could not see any better at any distance. Additional information was received from the surgeon, who reported the iol did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received (B)(4) 2012. (B)(4).